Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act and up arrow keypad buttons are not responsive. Customer's blood glucose was 300 mg/dl at the time of incident. The customer was advised that the device would be replaced .

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased dome. No button error alarms noted. The keypad connector was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window.